Event description:
The customer reported the system displayed a file system corrupted error message and was no longer usable. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.